Event description:
It was reported that an ilet user experienced hyperglycemia, with a fingerstick blood glucose of 330 mg/dl and a highest cgm value of 279 mg/dl for about one hour after missing a meal announce. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences. Investigation included complaint intake and user troubleshooting and education focused on missed meal announcement. Investigation of this case revealed user-related use error consistent with a missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.